Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative through patient stated that they had a bladder infection and was in the hospital at the time. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.